Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had a shocking or jolting sensation. The patient had been sick and in the hospital for two weeks. The shocking increased their nausea, vomiting, and gastroparesis. Therapy had been letting then patient tube feed and occasionally eat orally. The stimulator was turned off. Either the leads or stimulator needed to be replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.